Manufacturer narrative:
Summary evaluation: the product was not returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because there was no harm caused by this problem to the patient. And the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that the first day following a glaucoma filtration device implant procedure, it was found that the device touched the iris. The patient started use of an anticholinergic topical agent one day following the procedure for one month. A shallow anterior chamber was found two days following the procedure. One month following the procedure the patient started use of a prostaglandin analog, and a combination carbonic anhydrase inhibitor/beta blocker topical medications. Three months following the procedure an alpha-2 adrenergic receptor agonist topical medication was added to the regimen. There was no harm caused by this problem to the patient. The device has remained in the eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Two days following the procedure, the device had contact with the cornea. Six days later the contact with the cornea was no longer noted. Approximately three years following the initial procedure, the device was removed from the eye, cataract extraction, intraocular lens implant, and trabeculectomy were performed due to insufficient intraocular pressure control and the bleb had disappeared. According to the surgeon there was incomplete function of the device, increased intraocular pressure, decreased filtration, and possibility of clogged device. More than one year had passed since the previous visit. The progress of symptoms was confirmed by gonioscopy. It is unknown if the iris touching has been related to the disappearance of the bleb.